Event description:
Healthcare professional reported a right side "worried as to what implants she has. It looks like they are textured." Healthcare professional later reported rupture and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: not observed openings during analysis. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side "worried as to what implants she has. It looks like they are textured." Healthcare professional later reported rupture and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side "worried as to what implants she has. It looks like they are textured." Healthcare professional later reported rupture and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade ii. Device has been explanted.